Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this pacemaker experienced an episode of syncope. Upon testing in the hospital, noise was observed and the sensitivity of the pacemaker was reprogrammed. The field representative had contacted technical services (ts) and reported undersensing and atrial fibrillation. The patient's daughter reported that a similar syncopal episode had occurred six months prior with a heart rate of approximately 48 beats per minute (bpm). In addition, the patient's daughter reported that the patient had collapsed two weeks prior after having burning in his chest. At that time, a fast heart rhythm was discovered and a cardioversion was scheduled however the rhythm converted on its own. The patient was discharged and sent home. There were no further adverse patient effects reported.